Manufacturer narrative:
No evaluation needed as changing the settings resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported a manufacturer representative loaded a scan onto the system, but the image displayed inverted. Technical services (ts) had the manufacturer representative add the pixel offset settings which resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.